Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis

Event description:
It was reported that a sensor failure after warm-up occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. The patient experienced sensor failure and dka as a result. On (B)(6) 2024 the patient was reportedly hospitalized but declined to provide additional details. There was no documentation of further medical evaluation or intervention. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.